Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations not replicated nor confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clip applier instrument failed the clip test due to misapplication of the clip e.g., the instrument passed engagement and able to retain clip through engagement but cannot apply the clip. The instrument moved intuitively with full range of motion in all directions.

Event description:
It was reported that during central processing, the medium-large clip applier instrument was not holding the clips. There was no report of patient involvement.